Event description:
The company was informed that the pt's electrode array was folded on itself in the pt's cochlea. The surgeon reported that the insertion of the electrode was difficult during the initial surgery. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.